Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient sex, age and weight information, which was updated in the appropriate sections.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali femoral filter system without the sheath or dilator was returned for evaluation. The storage tube was returned separate from the y-body and pusher catheter. The filter was returned lodged inside the storage tube. The pusher wire was detached from the pusher catheter just distal from the sheath pad. This piece of the broken wire was visible inside the storage tube with the filter. The storage tube exhibited skiving. The pusher catheter was kinked approximately 29.2cm from the handle. It is unknown how or when the kink occurred as it was not reported by the user. No other anomalies were identified. Functional/performance evaluation: the filter was unable to be advanced through the distal end of the storage tube. The filter was removed forcefully through the proximal end of the storage tube with a mandrel. Two filter legs were crossed upon removal. All 6 arms and 6 legs were present and intact. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for the filter failing to advance through the storage tube and a detached pusher wire. The detached pusher wire likely occurred as the pusher rod was pulled back on in an attempt to advance the filter stuck in the storage tube; however, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck in the between the storage tube to the deployment sheath. The filter system was exchanged for a new vena cava filter that was deployed successfully. There is no reported patient injury.